Event description:
The lens box identified the lens model u381f, control number #2752015, 22.0 diopters. This lens was implanted on 4/4/94, and the corresponding label from the label set was placed in the pt chart. Upon reviewing the control number of the lens, it was noted that the control number on the lens box (c/n# 2752015) was different from the control number listed on the label set (c/n# 1752016). Subsequent evaluation by co's quality control determined that both of these control numbers correspond to model u381f, diopter 22.0 lenses. Device history records were reviewed for both lenses. The investigation revealed that both lenses passed the quality control inspection at bar coding. The mix up of the label set was determined to have occurred during the packaging of the lenses prior to the bar coding verification. After the box is sealed there are no further inspection steps relative to the label set. Corrective action: the situation will be reviewed with all appropriate mfg and quality personnel and gmp retraining on the inspection requirements will be conducted. Quality and mfg management are reviewing sop's to determine whether changes are needed to reduce the potential for recurrence of this problem. A letter explaining this situation will be sent to the two physicians involved so that the pt chart label can be corrected.